Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The keypad connector was found closed properly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the act button was moving in the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the button was working but it was moving from one side to another. The insulin pump was returned for analysis.